Manufacturer narrative:
The patient's weight was not provided. Approximate age of device - 1 year and 7 months. The explanted device was returned to the manufacturer for investigation. The evaluation is not complete. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2014. The patient had a ¿do not intubate¿ order in place. The patient reportedly had a persistent driveline infection. The transplant team also suspected a device malfunction. Information regarding the nature of the suspected device malfunction was not provided; the manufacturer is attempting to obtain additional information.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. The analysis of the returned lvad pump could not conclusively determine a correlation between the reported event and the returned pump. Depositions of unstructured clotted blood were present in the inlet conduit flex section, inlet elbow, outflow graft, and interior of the blood tube. The observed clotted blood was likely not present in the pump for an extended period of time. A loose, collapsed biological lining mixed with clotted blood was present in the distal side of the inlet stator surrounding the three stator blades and inlet bearing cup. Additionally, a tissue-like deposition mixed with clotted blood was present surrounding the outlet bearing ball, occluding the outlet stator. Contact marks were noted on the outlet bearing cup, indicating that the outlet stator deposition was present for an undetermined amount of time while the pump was operating; however, a duration in which it was present in the pump cannot be determined. The outflow elbow was occluded with deposition of similar structure. These depositions lacked lamination, lacked denaturing, and appeared to have formed acutely, potentially due to an interruption in flow or low flow event; however, a specific cause for the low flow could not be determined. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies that would have contributed to a functional issue. A portion of the percutaneous lead appeared to have been damaged at explant. After removal of the damaged portion, electrical continuity testing did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. No further information is available. The manufacturer is closing its file on this event.